Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service to correct the right pedal issue. No replacement required. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the right bipolar pedal was not working. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical team encountered an issue with the right bipolar pedal/button (blue), which was not functioning correctly. The malfunction was detected and reported internally. The team managed to continue the procedure by temporarily refraining from using bipolar energy, instead utilizing alternative instruments and energy modalities. The remainder of the system remained functional, enabling the procedure to be completed with the same da vinci system.